Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Subdural hematoma: the root cause of the subdural hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Hematoma: the root cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Hematuria: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a cp pump placed to support the patient transferred from community to tertiary center after admission with st-segment elevation myocardial infarction and coronary microvascular disease the intra-aortic balloon pump was not enough support. During the cp support there was urine color change from possible bladder injury and there was both a subdural hematoma and retroperitoneal hematoma. The patient did get blood products for the intervention but after 6 days care was withdrawn and patient expired.